Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2023. The pediatric patient experienced a skin reaction with redness, pimples, hard lump, and slight pain on the needle puncture site, which occurred four days after the sensor had been inserted in the upper buttocks. On (B)(6) 2023, the patient consulted a general practitioner, and the reaction was treated with a prescription of an oral antibiotics flucloxacillin and co-amoxiclav (clavulanic acid plus amoxicillin) taken for 5 days. The area was prepared with soap and water before placing the sensor on the body. At the time of contact, it was indicated that the patient still had slight pain. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available. Health effect - clinical code - e1803 nodule.